Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/23/2015 and could not confirm an active leak; however, the fse found evidence of what appeared to be an intermittent leak as dried salt build up at the wbc bath to the bath drain tubing (vl12b). The fse replaced the wbc bath, trimmed and reattached the drain tubing resolving the issue. The instrument was verified by running multiple samples with no further issues observed. (B)(6).

Event description:
The customer reported that a few drops of fluid were leaking from the white blood cell (wbc) bath of a coulter lh 750 hematology analyzer; the leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.